Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom error 105 which was reproduced. System error 105 was confirmed and caused by a partially dislodged component on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.